Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1036825 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1036825 and test base part number 190-430 / lot 1036825. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1036825 showed that the complaint rate is (B)(4)%. In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the instrument logfiles were not provided, however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified as the logfiles were not provided. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please see MFR. Report: 1221359-2021-03712.

Event description:
The customer reported (2) two false positive results with the ID now covid-19 assay performed on (B)(6) 2021 for multiple patients with an unknown swab sample. This MFR. Report addresses patient 2 of 2. The customer reported that patient 2 had covid 2 months ago. She came to the clinic for a covid test with no symptoms. The patient 2 had covid 2 months ago. She came to the clinic for a covid test with no symptoms. Two swabs were taken. The test came back positive on the idnow and negative with the pcr. No additional patient information, including treatment and outcome, was provided.